Event description:
Received user facility mandatory medwatch which states "pt had left heart cath, left venticulogram, coronary arteriogram, stenting of the left anterior diagonal and carotid angiogram. Total heparin administered during procedure 3800 units. Use of 6fr perclose to close the right femoral artery access site. Pt with betadine and op site dressing, on flat bed rest with right leg straight. Slight oozing at site upon arrival from cath lab to pt's room. Hand held pressure applied for 5 minutes then pressure dressing applied. Dressing remained dry and intact with no visible hematoma for 3 hours. Then right groin site started bleeding, pressure applied by hand and femstop applied. Groin site remained with no visible hematoma." Upon further query with the customer, the following add'l info was obtained: deployment of the device went without a problem. From the catheterization lab the pt went to telemetry. The three-hour re-bleed occurred after the frequent checks and possibly during the ambulation phase. The amount of time the femstop was in place was not documented. The femstop was reported to have resolved the bleeding. It was reported that a hematoma did not develop. The condition of the vessel was not documented. The pt was discharged without further adverse sequelae.